Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, delivery accuracy test and self tests. No unexpected insulin flow block alarms or delivery anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 300 mg/dl to 400 mg/dl. Customer was treated with insulin shot. Troubleshooting was not performed for high blood glucose level. The device will be returned for analysis.